Manufacturer narrative:
This is default text configured for block h10.

Event description:
Syringe is not compatible with the clave [device connection issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device connection issue and no adverse event in a patient (race not reported) from united states. The patient¿s age at the time of event experience was not reported. On 26-mar-2026, amneal pharmaceuticals received information from other reporter via an email concerning above mentioned adverse events experienced by the patient while on amneal's labetalol hydrochloride injection. The patient was treated with labetalol hydrochloride injection, intravenous use, (strength, dose, frequency, therapy dates were not reported) used for an unknown indication. It was reported that, the syringe was not compatible with the clave (port that was attached to the patient. The nurse can attach the syringe directly to the port and push the medication). Last action taken with labetalol hydrochloride in relation to device connection issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device connection issue and no adverse event was unknown. The reporter did not provide the causality of device connection issue and no adverse event with labetalol hydrochloride. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Syringe is not compatible with the clave [device connection issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device connection issue and no adverse event in a patient (race not reported) from united states. The patient¿s age at the time of event experience was not reported. On 26-mar-2026, amneal pharmaceuticals received information from other reporter via an email concerning above mentioned adverse events experienced by the patient while on amneal's labetalol hydrochloride injection. The patient was treated with labetalol hydrochloride injection, intravenous use, (strength, dose, frequency, therapy dates were not reported) used for an unknown indication. It was reported that, the syringe was not compatible with the clave (port that was attached to the patient. The nurse can attach the syringe directly to the port and push the medication). Last action taken with labetalol hydrochloride in relation to device connection issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device connection issue and no adverse event was unknown. The reporter did not provide the causality of device connection issue and no adverse event with labetalol hydrochloride. This case was considered as serious. The reportability of this case was expedited. Follow up (#1) information was received on 09-apr-2026. Significant follow up information was received from other reporter via an email. New information included product details (lot number and expiry date) and narrative was updated. The patient was treated with labetalol hydrochloride injection, intravenous use, (lot no: ap250544, expiry date:30-nov-2027) (strength, dose, frequency, therapy dates were not reported) used for an unknown indication. Last action taken with labetalol hydrochloride in relation to device connection issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device connection issue and no adverse event was unknown. The reporter did not provide the causality of device connection issue and no adverse event with labetalol hydrochloride. This case was considered as serious. The reportability of this case was expedited.